Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ needle 30x1/2 rb has been found experiencing two occurrences of blocked needles before use. The following has been provided by the initial reporter: on 27th, december 2019, received feedback from customer and on (B)(6) 2019, when using the injection needle, one needle was found to be blocked, two in total